Event description:
As nurse was disconnecting patient from the paxman cold cap machine to go to the restroom, the zip tie holding the connector to the cap tubing came apart. The patient's cheek and neck were sprayed with coolant. Area was washed with cool water several times. She felt she was okay. Switched caps and continued treatment.